Event description:
Customer reported performing comparison tests with the freestyle meter. Results were 178 mg/dl and 112 mg/dl. Back-to-back blood tests were performed at the time of the call with results of 99 mg/dl and 126 mg/dl.